Event description:
It was observed that during the device evaluation, the subject device exhibited that aw-cylinder (tube) had foreign objects, aw-tube had foreign objects, inside of lg lens had a stain, and the distal end had residual liquid. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The complaint is confirmed. The most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the failures "aw-cylinder (tube) has foreign objects" and "aw-tube has foreign objects." Are known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). The most probable cause of the additional failure "distal end has residual liquid."; "inside of lg lens has stain." Is/are cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.